Manufacturer narrative:
Evaluation of the returned smart coil could not confirm the reported complaint. Evaluation revealed that the embolization coil had offset coil winds. This indicates that the device was likely able to advance from its starting position within the introducer sheath. If the smart coil is advanced against resistance, damage such as offset coil winds may occur. During functional testing, the smart coil was advanced through its introducer sheath with resistance due to the offset coil winds. The root cause of resistance during the procedure could not be determined. Further evaluation revealed pusher assembly bends. This damage was incidental to the reported complaint. Based on the return packaging condition, the damage likely occurred during return shipment to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral to transverse sinus fistula using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, the smart coil would not advance at all from its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.